Event description:
Patient had orthobiologic implant done for carpal metacarpal arthroplasty in 2006. Developed infection. Patient scheduled to have graft removed in early 07. Suspected infection caused by implanted device, as we have 3 other patient's with infections.